Manufacturer narrative:
On 4-nov-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav and a noise was observed on all channels. It was initially reported there was a short in the catheter, hindering the visualization of the electrocardiogram. There was no patient consequence. The customer¿s reported hindered electrograms is not considered to be an MDR reportable issue since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On (B)(6) 2025, additional information was received indicating the signal interference (noise) was observed on all intracardiac and body surface (bs + ic) channels on both the carto 3 and recording systems. They did not have intact ECG signal available to monitor patient heart rhythm while the affected catheter was inside the patient¿s body. Based on the new information received, the event was reassessed as an MDR reportable malfunction.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav and a noise was observed on all channels. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and electrical test on carto 3 system of the returned device were following j&j procedures. Visual analysis revealed no damage or anomalies on the device. The device was connected to the carto 3 system, and it was recognized and visualized correctly. No signal noise or black electrodes were observed on the carto 3 screen. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The electrical issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The carto® 3 system instructions for use contain the following recommendation to minimize ECG noise: ECG noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).